Event description:
It was reported that during the use of a smiths medical ventilator, the customer found a crack in the syringe, and collected blood sample leaked from the crack. No patient injury.

Manufacturer narrative:
Returned device was received for evaluation . During the evaluation of the device revealed damage to the shoulder of the syringe causing a hole, thus confirming the complaint. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.